Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels for the past occlusion alarms was in the 500's mg/dl range; there was no reported adverse impact to the customer's current bg level. A correction bolus was delivered and a manual injection was administered to address the past elevated bg levels. Supply changes were performed to resolve the past occlusion alarms. A system check was performed using the current supplies and the occlusion alarms were verified. After loading a new cartridge during the system check, no additional occlusion alarms occurred.